Manufacturer narrative:
(B)(4). Batch # 371a20. Component code = (B)(4). Additional information was requested, and the following was received: could you please provide more details for "suddenly fired while using it"? Could you please clarify if the staples protruded before firing? Or, if the device fire staple and cut on tissue? If not, please provide more details. Could you please clarify if there were any patient consequences? Could you please clarify if was any change in the post-operative care of the patient as a result of the event? Response: it's unknown. Device analysis: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the cs40g device was received with no apparent damage and with a reload loaded in the device. In addition, a tyvek was received along with the device. The reload was received with all staples protruding, the washer uncut and the knife recessed below the reload deck. The drivers were noted to be partially advanced. The device was tested for functionality with a test reload and the device fired, forming all staples and cutting as intended. The cut line and the staple line were completed and the staples meet the staple form release criteria. The condition of the reload is consistent with the device being partially activated. As a result of the partial firing the lockout was engaged when the device was reopened. Do not fire the instrument unless the closure trigger is properly latched against the handle. The firing trigger must be pulled back completely against the closure trigger to properly fire the instrument. In addition, if the firing sequence is not complete, you could deploy the staples without cutting the washer and forming the staples. Please reference instructions for use for additional information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during an unknown procedure, device suddenly fired while using it. There were no patient consequences reported.